Event description:
It was reported that the leg of the chair had potential support issues due to a crack along the length of the leg. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Device evaluated by account.

Manufacturer narrative:
Device was scrapped and unit replaced for customer.

Event description:
It was reported that the leg of the chair had potential support issues due to a crack along the length of the leg. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.